Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was having trouble getting her reservoir connected. Customer had broken off the part of reservoir that goes into the set when removing it from the transfer guard. There were air bubbles in the reservoir. Customer's blood glucose was unknown. During troubleshooting, found customer was taught to fill the reservoir incorrectly. Customer was assisted in correct method to fill reservoir. Customer will not be returning the reservoir for analysis.